Manufacturer narrative:
(B)(4). The customer reported the unit failed to power up by battery during testing. The unit was evaluated by a philips rep. The philips rep noted that the battery was mfg in 2002 and had reached its end of life. Replacing the battery resolved the issue. We will consider this battery malfunction.

Event description:
The customer reported the unit failed to power up by battery during testing.